Manufacturer narrative:
(B) (4): the driver was not returned for evaluation. Imaging films were not provided. With the available information a cause or contributing factor can not be determined.

Event description:
It was reported that the tip of the ball end driver broke during surgery. The surgeon was unable to retrieve the broken part from the patient. The broken tip remains in the screw head. It was reported that "the rod is in place so the screw should not migrate." No patient complications were reported.